Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy drive was re-installed and the connectors were reseated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system had corrupt images and would not delete old images from stored data. No patient injury was reported.